Event description:
At the start of a tf tavr(transfemoral transcatheter aortic valve replacement) case vascular complication occurred during initial perclose deployment. No (B)(6) device was inserted into the body of the patient at that point. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).